Event description:
It was reported that the tubing of a continu-flo solution set had separated from the end piece. The patient had found the separation during an infusion. The patient notified the nurse and the set was changed. There was patient involvement; however, there was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.